Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported that patient experienced ineffective therapy. As such, surgical intervention may take place to address the issue.